Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on 09/21/2016 stating that lv lead had an impedance of >2500 ohms and stimulations in all other vectors. In addition, there might be some issue in the tip area, whether it is a fracture or just poor electrical connection with the tissue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).